Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's drg lead migrated leading to ineffective therapy. In turn, surgical intervention was undertaken wherein the drg lead was explanted and a scs system was implanted. Post-operatively, stimulation therapy was restored with the scs system.